Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient reported an alarm after a battery change. Troubleshooting was performed, and the alarm history revealed two different alarms had alarmed multiple times. The reported bg reading at the time of the call was 214 mg/dl. Advised the patient that the pump would be replaced. Nothing further was reported.